Event description:
It was reported that a spectrum pump failed to auto restart during functionality testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of spec in relation to the reported symptom, failure to auto restart, which was reproduced while running a loaded set. The downstream sensor current readings were out of spec (high readings). The downstream pressure plate gap was also out of spec. The device was re-calibrated.